Event description:
It was reported that this left ventricular (lv) lead showed intermittent loss of capture at a presenting electrogram. No symptoms were noted. The caller noted they wanted to bring the patient in to fully evaluate. The lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).